Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up, down, and okay buttons were intermittently unresponsive. The buttons had worn symbols and scrolling response. There was a rip in the keypad below the okay button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2013 with the following findings: the keypad symbols were observed to be worn and the keypad was peeling at the ok button. The ok button function was observed to be autoscrolling when tested. Functionality of the up & down buttons was prohibited due to the autoscrolling. The contrast button responded properly to testing. The keypad was removed and the ok button contact was observed to be inverted with evidence of contamination under all of the button contacts. Unrelated to the initial complaint, the pump was booted and display screen was observed to be dim with pink contrast. The pump cover was removed and the display was replaced with a new test screen and found to be fully functional.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.